Event description:
It was reported that the clip applier was broken. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was found to have a loose grip cable at the grip hub. The clip applier instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the loss of cable tension which may have resulted from a stretched cable due to an unknown cause.